Event description:
Reportedly, on (B)(6) 2020, the defibrillation system was explanted due to an infection. Preliminary analysis showed that the subject device was sterilized and released according to all applicable standard operating procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the defibrillation system was explanted due to an infection. Preliminary analysis showed that the subject device was sterilized and released according to all applicable standard operating procedures.